Event description:
It was reported that the communicator exhibited no lights since yesterday and was not connecting. The communicator had a burning smell and was unplugged the communicator right away. A boston scientific technical services (ts) assisted the patient in troubleshooting. Advised to power cycle and still rebooting. There were no power outages observed recently. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.